Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are over filling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are overfilling.

Manufacturer narrative:
H.6. Investigation: bd received 155 samples from the customer for investigation. 10 samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are over filling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the tubes are overfilling.